Event description:
The caller alleged discrepant results when compared with the lab results reported.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The 10 minute test, 5 hours test and 15 minutes test are within confident limit as per internal procedure. Product will not be investigated. Also as per internal procedure section 8.3.3 if the time elapsed exceeds three hours, there is high possibility that the discrepancies are due to changes in the status of the patient.